Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that at follow-up the pt's aneurysm was quiet large due to reforming and the bifurcated stent graft migrated leaving a proximal endoleak. The pt underwent successful bridging of the lesion using an additional covered graft segment. Subsequently, a repeat CT scan demonstrated no evidenceof endoleak. The pt was being evaluated for a separate medical condition and a follow-up CT scan was performed. This demonstrated a large endoleak with the maximal diameter of the aneurysm measured 7.3 cm; however, the pt had no significant complaints of pain. Recently the pt underwent diagnostic angiography and intravascular ultrasound and this confirmed that the bifurcated stent graft had distracted from the proximal cuffs and there was a large endoleak at this junction point. It was reported cuffs from another manufacturer were successfully used to treat the pt.